Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted with proglide devices, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, no suture was present when the plunger was removed. Two additional proglide devices were used with the same results. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date (reported as occurred in last 2 months). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.